Event description:
It was reported that this product, implanted approximately two weeks ago, was uncomfortable to the patient. Some x-rays were taken and reviewed. Technical services suspects the device was implanted too posterior. The local representative will discuss this with the physician. Also, there was an infection in the incision. This is being addressed with antibiotics. There were no additional adverse events reported.